Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('foreign body within the uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and uterovaginal prolapse outcome was unknown. The reporter considered device expulsion and uterovaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('foreign body within the uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and uterovaginal prolapse outcome was unknown. The reporter considered device expulsion and uterovaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.